Event description:
The customer reported the system was not fluoroing. No pt injury was reported.

Manufacturer narrative:
The svc rep inspectd and the sysem and found the interconnect cable was bad. He replaced the interconnect cable and tested the system. The system is fluoroing without failure at this time.